Manufacturer narrative:
Information contained in this record was previously submitted through psr on 23/jul/2018. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation in not applicable to this report as the device had not been implanted. Device evaluation: analysis of the returned device identified: underweight, opening curved on anterior and creases fold. A visual and microscopic analysis was performed which identified striated opening on anterior. Base on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consist in the use of some surgical tool. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "a broken device that ruptured during implantation". Surgery was completed with a backup device.